Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The lv lead was subsequently removed.

Event description:
It was reported that the device discriminator designed to evaluate the stability of ventricular intervals to prevent inappropriate detection of atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt), inappropriately withheld therapy for vt after classifying it as supra ventricular tachycardia (svt). It was noted the patient was symptomatic during the episode. The discriminator was programmed off and the patient was started on antiarrhythmic medication. The following day the patient had long runs of vt without successful pace termination. The arrhythmia degenerated into ventricular fibrillation (vf) and was terminated with a shock. The left ventricular (lv) lead was reprogrammed in the hopes of decreasing premature ventricular contractions (pvc) burden and vt. It was noted that the lv lead was challenging to place in a location with capture. The lead was ultimately placed in a location with capture, however, the threshold was high. Two days later the patient presented to the emergency room due to a shock. The lv lead was programmed of. The device and lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6935m62 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.